Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the cause of the high impedances was not determined. Rep reports no further action is planned/needed at this time. Additional information was received from the patient (pt). Pt reports they received a letter regarding this issue and confirms that the "neurosense could not be increased" issue had been resolved at this time.

Manufacturer narrative:
B3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller indicated that they had activated neurosense programming for the patient. The patient adjusted stimulation over the weekend and then was unable to increase the amplitude back up. The caller thought that the patient was adjusting the neurosense thresholds because they were seeing two values on the patient remote. The caller did not have any information about any message that was displayed when the patient tried to make an increment to the amplitude. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information. The caller will follow-up with the patient. The rep responded to follow up reporting that the cause of the reported issue was not determined. They attempted to troubleshoot with the pt and had changed the pt to another group. The rep noted they referred the pt to "services". Additional information was received from the manufacturer representative (rep). Rep reported that they met with pt on 04/04/25 and then on 04/21/25. Rep provided the session report following the initial meeting withthe patient. Session report noted that electrode 10 had impedances over 40,000.